Manufacturer narrative:
Product involved in incident was not returned for evaluation. Manufacturer tested retention samples of the same lot of pen needles involved in the incident and performed to specification. No failure detected. If product is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Caller states that sometimes she is not able to use or prime insulin pen needle. She is a diabetic educator and states that she knows what she is doing. She doesn't like the product and will not recommend to her patients. I had her check two of them that wouldn't work yesterday, and the needle was bent. She has been using these pen needles for about two months and this has been an ongoing issue. I did mention to try to make sure that the cap is put on directly and make sure not accidentally bending the needle when putting cap on pen. Part 236132. Replaced product and sent rl. Possible malfunction that may cause improper dose or delay in treatment.

Manufacturer narrative:
Dhrs were reviewed. No records confirming the defect were observed. 10 pen needles from archival sample were tested by puncturing into the silicone cube with the hardness of 55 shore (imitating the hardness of human tissue. No hooks occured. No bending of the needle occured. Complaint sample consisted of 8 pen needles without the seals from which 3 pen needles were without the outer protective cap. In 4 pen needles the bent defect was observed on the non-user end. The other 4 needles were bent on patient end. Further investigation through microscope showed needles were damaged during incorrect assembly by the user. Dull and bent needles are generally connected with user error when the protective cap is removed incorrectly. Improper use. No corrective action. Complaint closed.